Event description:
It was reported that the patient was complaining of incisional discomfort and extra cardiac stimulation. The physician attempted a pocket revision and lead repositioning of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead when the lead helix would not deploy upon repositioning. The lead helix retracted very slowly and would not re-deploy when positioned. The lead was removed and replaced. The device was re-implanted and remains in use. No further patient complications have been reported as a result of this event.